Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient developed an infection with abscess that opened up with seropurulent drainage at the post-auricular site. The patient was treated with oral antibiotics in 2025 (date and duration not reported). Following this, in (B)(6) 2025, the patient experienced swelling and pain behind the ear and was again prescribed oral antibiotics on (B)(6) 2025 (duration not reported).